Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine [2 mg/ml] at a dose of 1.1987 mg/day and morphine [20 mg/ml] at a dose 11.987 via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). It was detailed that there had been nine motor stalls and recoveries between (B)(6) 2017 and (B)(6) 2017. It was indicated the motor stalls ranged from 5-20 minutes and that they seemed to occur at all times of the day. There was no active motor stall at the moment of the call on (B)(6) 2017. It was confirmed that there were no magnetic or emi (electromagnetic interference) sources present. It was noted that the only thing that the patient could think of was they had a phone that they occasionally would leave on their chest when falling asleep. It was reviewed that since an environmental cause could not be determined, it could not be confirmed that the pump would not stall again in the future. The hcp was redirected to follow-up with the patient¿s managing hcp to review considerations of pump replacement, programming minimum rate, and covering the patient with non-pump medication. It was indicated that the patient was taking other oral medications as well (not specified). It was reported that the patient did not have any symptoms and no other complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that they monitored as acti ons/interventions taken to resolve the motor stalls. It was indicated that the cause of the motor stalls was not determined. It was noted that the motor stall issue had not been resolved and that the patient was scheduled for replacement. The patient¿s weight at the time of the event was (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
Recall and notification with correction number z-0497-2013 no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative on 2017-jun-27. It was reported that the pump had multiple motor stalls and recoveries with an event date of (B)(6)2017 (note this date is conflicting with the event logs which show motor stalls also occurring prior to this date). Event logs were submitted and showed the following events: motor stall recovery occurred on (B)(6)2017 at 04:52 motor stall occurred on (B)(6)2017 at 06:06 motor stall recovery occurred on (B)(6)2017 at 06:17 motor stall occurred on (B)(6)2017 at 06:49 motor stall recovery occurred on (B)(6)2017 at 07:32 motor stall occurred on (B)(6)2017 at 03:02 motor stall recovery occurred on (B)(6)2017 at 03:11 the pump was delivering morphine at 20 mg/ml at a dose of 12 ¿mg/ml¿ at the time of the event per the report but logs showed that the pump was delivering morphine sulfate [20.0 mg/ml] at a dose of 11.987 mg/day and bupivacaine [2.0 mg/ml] at a dose of 1.1987 mg/day via simple continuous infusion mode as of (B)(6)2017. It was indicated that the reason for the stalls was unknown. It was also indicated that diagnostics/troubleshooting performed was not applicable. Surgical intervention occurred as the pump was replaced ¿to avoid future issues¿ on (B)(6)2017. On (B)(6)2017 it was reported that the pump was already in route to be returned to the manufacturer. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-jun-27. The pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated. Event logs were submitted and showed the following events: motor stall recovery occurred on (B)(6)2017 at 03:19 motor stall occurred on (B)(6)2017 at 04:31. Motor stall recovery occurred on (B)(6)2017 at 04:52. Motor stall occurred on (B)(6)2017 at 06:06. Motor stall recovery occurred on (B)(6)2017 at 06:17. Motor stall occurred on (B)(6)2017 at 06:49. Motor stall recovery occurred on (B)(6)2017 at 07:32. Motor stall occurred on (B)(6)2017 at 03:02. Motor stall recovery occurred on (B)(6)2017 at 03:11.